Event description:
Patient reported the confirm button on the infusion device cannot be pressed. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(4). Conclusion: the complaint cannot be verified due to mishandling of the product. Result the check-button is damaged and defect through misuse. The check-button was damaged by a pointy object which resulted in a faulty snap dome. Therefore the check-button is always active. The problem mentioned by the customer is related to misuse of the product by the customer. There is no indication the product malfunctioned due to any material nonconformance or other error by roche. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. The product was accidently damaged during use and handling after it left the control of the manufacturer.